Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2018, to present date (B)(6) 2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
It was reported that the device had error codes. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had error codes. There was no patient involvement.